Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the lot number? The lot number is not known. Do you search the tip needle in the package or if it fall in the floor?, please confirm. - the hospital informed, that the staff tried to find the tip in the body but couldn't find it, also nobody can confirm, that it fell on the floor. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? If yes, please describe. Patient current status? Status of device return / follow-up.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Do you search the tip needle in the package or if it fall in the floor? Please confirm.

Event description:
It was reported that a patient underwent a c section on (B)(6) 2020 and suture was used. During the procedure, the surgeon noticed the tip of the needle was broken off. During the x-ray, the needle was not found in the body. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/8/2020 the manufacturing records couldn¿t be reviewed as the batch number is unknown. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Macroscopic plastic deformation observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.the needle exhibited amounts of inter-granular failure. Additional information was requested, and the following was obtained: were there any adverse patient consequences? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.